Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under (B)(4).

Event description:
Reportedly, during the follow-up of (B)(6) 2014, the programmer user interface froze at the end of a threshold test. This behavior was observed with two different programmers.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Refer to the updated analysis report attached.

Event description:
Reportedly, during the follow-up of (B)(6) 2014, the programmer user interface froze at the end of a threshold test. This behavior was observed with two different programmers.

Event description:
Reportedly, during the follow-up of (B)(4) 2014, the programmer user interface froze at the end of a threshold test. This behavior was observed with two different programmers.